Event description:
A malfunction alarm with code malf 12 was reported by the customer, who experienced no notable events prior to this incident. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer in resetting the pump and provided instructions to ensure proper functionality. The malfunction did not recur, and the customer was advised to continue using the pump, with guidance to contact support if the issue recurs.